Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio observed that the cause of the reported failure was that the device's lid had a weak lid spring. Physio found that the hinge pivot points had spread approximately 1/8 of an inch allowing the device's lid to come off the hinge points easily. During testing the lid would not always open when the on/off button was pressed and the lid would intermittently come off of the device several times by itself. Once the lid was opened there were no discrepancies found when powering the device on or off; however, if the lid were unable to open for the end user then the unit could not be powered on, nor defibrillate, if necessary. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that the lid of their device would not open consistently when the on/off button was pressed. Pressing the on/off button should release the lid and start the device voice prompts. Once the customer managed to open the lid, he found that the voice prompts did not always start. He then would have press the on/off button again in an attempt to power the device on, but he found the on/off button to be intermittent and he would have to press the button numerous times in order for the unit to power on. There was no patient use associated with the reported event.